Event description:
It was reported that customer had concern about pump, specifically about a chip in pump, while starting renewal process for new pump. There was no reported impact to the customer¿s blood glucose level. Customer requested follow-up in afternoon or evening eastern time, and technical support planned to call back to discuss physical chip in pump; no additional information was received regarding further actions or outcome.